Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. There are no allegation of a device malfunction; therefore, visual, dimensional and functional testing was not performed. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event could not be confirmed; however, the reported aneurysm recanalization requiring retreatment is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Subject device remains implanted.

Event description:
It was reported that 12-month post-stent-assisted coil embolization, there was a repeat of coil embolization of a recurrent, unruptured, basilar tip aneurysm due to coil compaction. The retreatment was resolved with no residual effect. According to the clinical events committee (cec), the repeat of coil embolization was related to the stent (subject device).

Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that 12-month post-stent-assisted coil embolization, there was a repeat of coil embolization of a recurrent, unruptured, basilar tip aneurysm due to coil compaction. The retreatment was resolved with no residual effect. According to the clinical events committee (cec), the repeat of coil embolization was related to the stent (subject device).